Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The system sensing vector is set to the alternate sensing vector. The patient also has a left ventricular assist device. The smart pass feature had programmed itself off due to low intrinsic amplitudes. Technical services discussed event with the caller. There were no additional adverse patient effects. The system remains implanted.